Event description:
As reported by the edwards field clinical specialist, after successful placement of a 26mm sapien valve via the transapical approach, on closure of the apical access site the patient's ventricular tissue tore during suturing. Despite multiple surgical attempts, the bleeding from the apex was difficult to control. Per report, rvp was used to remove the sheath. The patient was placed on cardiopulmonary bypass and was converted to sternotomy. The patient was noted to be hemodynamically unstable at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A design history record (DHR) review was not performed as there was no allegation of a device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the exact cause of the reported event is unknown; however, it is possible that that the patient¿s underlying co-morbidities, advanced age (B)(6) and female gender may have also increased the risk for apical access bleeding. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.